Event description:
During initial implant procedure, loss of capture and undersensing were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.